Event description:
The marx plate was placed as a revision in july after the locking screw plate broke. The marx plate, which was in place for a maximum of three months, broke in the same position as the previous locking screw plate. The surgeon has no explanation for either fracture - the pt seems very compliant.